Event description:
Same case as MDR # 2134265-2012-00139. It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping for a stenting treatment procedure in the mid right coronary artery, the 5.0x20mm veriflex stent delivery system was removed from the packaging hoop and the stent was noted to be damaged in the mid section. The device did not enter the patient. Then the physician went to prep a 5.0x24mm veriflex stent delivery system, however upon removal from the packaging hoop and the stent was also noted to be damaged. The device did not enter the patient and the procedure was completed with a 5.0x28mm non-bsc stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR # 2134265-2012-00139. It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping for a stenting treatment procedure in the mid right coronary artery, the 5.0x20mm veriflex stent delivery system was removed from the packaging hoop and the stent was noted to be damaged in the mid section. The device did not enter the patient. Then the physician went to prep a 5.0x24mm veriflex stent delivery system, however upon removal from the packaging hoop and the stent was also noted to be damaged. The device did not enter the patient and the procedure was completed with a 5.0x28mm non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: a visual examination of the returned device found that the stent was positioned distally on the balloon. As a result the proximal edge of the stent was positioned 10mm distal to the distal edge of the proximal markerband. The stent was bunched towards its center. There was no evidence that the balloon may have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Manufacturer narrative:
(B)(4).